Event description:
It was reported that while a patient was on the surgical table, the button was pressed for the "beach chair" position. The table allegedly went into the trendelenberg position instead there was no patient injury involved in the event. The table was leveled and the surgery continued without incident. A berchtold service technician examined the table and could not duplicate the reported issue. No problems with the table could not be found.

Manufacturer narrative:
The reported issue could not be duplicated by a berchtold service technician. No issues with the surgical table was found. The table and pendant showed no sign of damage.